Event description:
It was reported that the atrial lead had developed high thresholds over time. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2008-(B)(6), (B)(4).